Event description:
It was reported the patient had his spectra penile prosthesis cylinders removed due to extrusion and implant rejection. The prosthesis was removed fifteen days post implantation. No further patient complications were reported in relation to this event.

Manufacturer narrative:
The spectra cylinder was visually inspected and functionally tested. The spectra cylinder performed within specifications.